Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an oesophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, two bands come out in every single shot. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition as the conclusion of the procedure was reported to be stable.